Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away on (B)(6) 2014. The customer's wife reported that it was due to diabetes and kidney failure. The customer passed away while in a hospice unit. The customer experienced low blood glucose levels and then went into kidney failure leading up to his death. The customer had blood glucose levels of 43 mg/dl several days prior. The customer also had a lot of pain in his hips and lower back as well as heart disease. It was reported that the customer possibly suffered from a stroke and that the customer was in such pain that he was not able to lie flat. The customer was wearing the insulin pump and on pump therapy at the time of his death. Nothing further reported.